Event description:
My grandson had an outpatient laparoscopic bilateral inguinal hernia repair. Twenty four hours later he was admitted to the hospital where the repair was done. After a period of assessment (too long a period, in my opinion) they went back in and discovered they had nicked the small intestine during the initial procedure. It was then repaired. My grandson was discharged from the hospital yesterday, (B)(6). He is still painful and on antibiotics. This mistake could easily have cost his life. I don't know if it was human error or a device problem, or a procedure that is more dangerous than originally thought. Thus, this report. The facility was (B)(6) hospital, (B)(6). A part of (B)(6) hospital.